Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged issue that the instrument stopped moving. Customer initially reported instrument stopped moving. The instrument was found to have non-intuitive motion due to a broken pitch cable at the wrist. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. Engineering evaluation also found a derailed yaw cable. As a result, the movement and functionality of the spatula might not have been precise and smooth. The idler pulley also exhibited damage to the pulley rim. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff alleged that the permanent cautery spatula instrument stopped moving. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.